Event description:
According to the reporter, the endotracheal tube fitting was disconnected from the patient but remained connected to an ancillary de vice. The patient was left without a proximal connection and therefore unable to connect to the ventilator. The patient was desaturated and lasted for 10¿15 seconds. The fitting was taken in an emergency on a new "iot" to reconnect the patient to the respirator. Replacement of the tube was done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.